Manufacturer narrative:
Concomitant medical product(s): product ID: 8709sc, lot# h854306308, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 06-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via the device manufacturer representative regarding the patient receiving baclofen (1000mcg/ml at 250 mcg/day) via an implantable infusion pump. It was reported that during a pump replacement the hcp was unable to aspirate the catheter. The hcp trimmed approximately 5 inches of catheter and cerebrospinal fluid (csf) began dripping back. A 8578 catheter was placed and reconnected. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was reported to be resolved and the patient was alive with no injury. It was noted that the trimmed catheter portion was discarded of. No further complications have been reported as a result of this event.